Manufacturer narrative:
The biomed customer replaced cooling fan to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1125 (cbit) cooling fan speed error message, requesting parts ID for a cooling fan. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the cooling fan for replacement. Resolution and disposition are pending - investigation ongoing.